Event description:
The surgeon was performing a laparoscopic nephrectomy. When using the third reload, it was noted that only a portion of the staples fired. When the surgeon released the jaw, the cartridge popped out of the jaws of the stapler. The scrub nurse verified the cartridge had been properly seated prior to the surgeon utilizing the stapler. The surgeon noted no adverse complications.